Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported experiencing sensor reading discrepancies. The customer reported the insulin pump suspended when her blood glucose was actually at 300 mg/dl. Customer's blood glucose the night before went to 350 mg/dl due to the insulin pump suspending. Customer stated that the sensor was reading 40 mg/dl but blood glucose was 90 mg/dl. The customer calibrated two times and received a change sensor alert and changed the sensor.